Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella rp flex support when the impella rp was turned down for suspected pulmonary hemorrhage. The impella rp was slowly ramped up and suddenly staff noticed frank red blood in endotracheal tube (ett). The staff did not know why the pulmonary hemorrhage occurred. The total amount of blood and saline suctioned from ett was 150 milliliters. Care was withdrawn after 0.67 hours of support. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The investigation into the reported, vascular damage has been completed since the original report was filed. Product was not returned for review. The cause of the vascular damage issue was most likely patient condition related and unknown relation to impella per clinical review.